Manufacturer narrative:
Because a sample was not returned, the root cause cannot be determined with certainty. The described event does appear to be material failure when the probe is used extensively. An internal investigation has been opened to address the issue. (B)(4).

Event description:
A surgeon reported that at the end of a vitrectomy surgery, after 45 or 60 minutes, the probe's tip burst and several metallic fragments broke away from the probe. The surgeon removed them using micro forceps, during the initial surgery. Patient outcome is unknown. Additional information has been requested. This is the second of two similar reports from this facility.